Manufacturer narrative:
The pod was received deployed. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod's pink slide did not move forward. Symptoms reported include being unresponsive, nausea and vomiting. The patient also mentioned that they had kidney and heart issues. The patient was treated with an IV(intravenous) then did lab work, and medical testing. The patient was released the six days later. The pod was worn when seeking medical attention.